Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output and a hypoglycemic event on (B)(6) 2016. The patient had a missed low because the receiver did not beep. The patient's mother checked on the patient and noticed he was incoherent. Patient's mother gave the patient some juice and the patient recovered. Additionally, the patient's mother tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).